Manufacturer narrative:
The beckman coulter fse noted foaming in the wash pump and proceeded to clean the wash valve and valve motor stem. The fse primed the instrument and no more foaming was observed. The fse ran a system check which passed within specifications. The likely cause of the erroneous cea result and failing system check is attributed to improper washing caused by foaming in the wash pump. Foaming in the wash pump could cause the intermittent erroneous results observed in this event. Failure mode of the event is attributed to the wash valve and valve motor stem which required cleaning. Valve motor stem.

Event description:
The customer reported obtaining inconsistent carcinoembryonic antigen (access cea) results from the access 2 immunoassay analyzer. The customer obtained an initial cea result of 67.28 ng/ml, which failed a delta check, for a monitored patient. The customer repeated the sample and obtained a result of 1.04 ng/ml. The sample was then repeated again for a third and fourth time and results of 67.76 and 67.49 ng/ml were obtained. The customer reported the cea result of 67.5 ng/ml out of the laboratory. There was no report or change or affect to patient treatment in connection with this event. The customer provided system check results which passed prior to this event on (B)(6) 2013. The customer indicated that the sample was collected in a serum separator tube which was a short draw but normal in appearance. While troubleshooting the issue with a beckman coulter customer technical support (cts), the customer stated that cea quality control (qc) recovery had been somewhat erratic. However, the provided cea qc data indicates that recovery was within the established range on the date of the event. In addition, cea recovery had been recovering with good precision prior to this event. The cts advised the customer to perform a system check which failed with a high washed percent coefficient of variation (%cv). A beckman coulter field service engineer (fse) was dispatched to the customer's site for this event. Access cea reagent lot number 395071 was used in conjunction with the instrument.